Event description:
It was reported that (1) device were used during an esophagectomy. It was reported by the affiliate that the cdh25 instrument cut but did not staple. The pt second incisional site was opened to hand sew the anastomosis. The pt was readmitted for follow-up surgery and the pt dies post-operatively. The device will not be returned.